Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a ureteroscopy procedure within the ureter. According to the complainant, upon opening of the pouch, it was noted that the seal was partially opened. Product was no longer sterile. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.